Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead was attempted and not implanted. The r-waves were adequate but would rapidly diminish. The electrogram showed a normal current of injury. The rv apex locations had normal impedance values but thresholds greater than 3.0v with very small r- waves with a non-current of injury waveform. Multiple attempts at positioning of greater than 15 gave similar results. Due to patient discomfort from being on the procedure table greater than three hours the lead was removed and the procedure was halted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented, electrical resistance and cross continuity test results were within specifications. No anomalies were found. (B)(4).